Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter defective / damaged when patients use indwelling needles, the flanks have projections that squeeze the patient's skin and injure the skin.

Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample and photo returned. 2. DHR/bhr review lot # 4198330. 1- the products of this batch were assembled at intima ii auto line 2 in august 2024, and packaged at r240 package line in august 2024. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, and no abnormality such as burr is found in the paddle hubs. Conclusion(s): the root cause of the patient's skin injury cannot be determined as no abnormalities are found in the production process and retained samples, no defective sample is received, and the use of this sample is unknown.